Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so tandem technical support provided pump reset instructions, and customer planned to perform reset when charging supplies were available, after which malfunction code did not recur.